Event description:
Pt underwent total abdominal hysterectomy. Pt on pca pump with morphine. Settings on pump were as follows: pca intermittent dose: 1mg; lockout interval: 10 minutes; continuous basal rate: 1mg. At 0420 pt found unresponsive and team called. Pt transferred to ICU and expired 2 days later. Coroner will rule cause of death as morphine toxicity, causing anoxic encephalopathy and cardiorespiratory event. This matter is currently under investigation. Autopsy report has not been completed.